Event description:
New information received notes that another instance of over-sensing of noise was noted on the rv lead, which was was able to be reproduced via isometrics. Surgical intervention to address the malfunctions was planned but was not yet performed.

Event description:
New information of notes that the patient presented in-clinic. The right ventricular lead exhibited another instance of over-sensing of noise after performing isometrics. Lead damage was suspected on the rv lead. Corrective programming changes were made and the patient will continue to be monitored. No additional patient consequences were reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-27193. It was reported that a patient presented remotely via merlin.net. Upon review of the transmission, the patient's right atrial (ra) lead and right ventricular (rv) lead exhibited over-sensing of noise, leading to inhibition of pacing. Isometric testing was unable to reproduce the over-sensing. No intervention was performed and the patient will continue to be monitored. The patient was stable throughout.